Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device battery status indicator increased from less than six months remaining battery life to two years remaining. Atrial and ventricular impedance measurements remain stable. The patient is 98 percent paced in the ventricle. Technical services (ts) stated that based on the current programming, the device longevity calculation indicates two years battery life remaining. Ts suggested that the clinician send in a memory disk for analysis. No memory disk was received. The device remains in service. No adverse patient effects were reported.